Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip-premature deployment on an unknown procedure was performed, at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a procedure performed on (B)(6) 2025, at an unknown anatomy. During the procedure, the clip failed to open and deployed on its own, making it unusable. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.